Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.

Event description:
Customer reporting what they feel are 2 false negative sars results. Customer states the results were positive by another brand rapid antigen. No confirmation testing has been completed the customer just feels the positive results are correct. Report 1 of 2